Event description:
Hcp reports battery depletion. The low battery alarm was sounding. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is available.